Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/11/2015 with the following findings: a review of the pump black box data revealed no evidence of a time loss or gain. During testing, no errors, alarms, or warnings were observed. A timekeeping accuracy test was performed and passed. The complaint was not duplicated and no defect was found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time loss/gain) issue. It was reported that the pump was gaining or losing time by more than five minutes every month. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.